Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via direct right surgical aortic access in a 75-year-old male patient for the indication of post-cardiotomy cardiogenic shock (pccs), presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During the course of support, the patient developed worsening left lower extremity findings, including progressive discoloration, swelling, and an ashen appearance, with doppler signals present. Due to concern for limb ischemia, the patient was taken to the operating room and underwent fasciotomy of the left lower extremity. At the time of the event, the patient was also supported with extracorporeal membrane oxygenation (ECMO) via the left groin. Based on the available information, the lower extremity findings were managed surgically, and no concerns for impella involvement in the event were identified. Following intervention, the affected extremity demonstrated improvement, with the limb dressed and ongoing dopplerable pulses in the left lower extremity and palpable pulses in the right lower extremity. After the reported event, the patient remained on support and was subsequently successfully weaned from impella 5.5 support four days later, with device explant performed. Based on the anatomic location of ECMO cannulation and the affected limb, the clinical findings are more likely consistent with ECMO-related limb ischemia rather than impella involvement.